Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The study concluded endovascular therapy for the hiv associated iliac artery aneurysm has good short term results and avoids pelvic dissection with its associated morbidity and mortality. [(B)(4)].

Event description:
Received an article titled endovascular interventions for human immunodeficiency virus-associated iliac artery aneurysms. The article reported outcomes of endovascular therapy for hiv iliac artery aneurysms in a series of patients to augment the sparse literature on these aneurysms. Per the article adverse events included: stent thrombosis.